Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle defect-other with lot #9253645 regarding item (B)(4). A review of the device history record was completed for sub-assembly (B)(4) lot 9235510 manufactured from 03-sept-2019 to 30-sept-2019 used in claimed lots 9253645. The batch was analyzed for "damaged component¿ tests, and it was not evidenced record of that could lead to this complaint for the claimed lot. There are no quality notification (qn) or nonconformity report of "damaged component" and that could lead to this complaint for the claimed lot. There is not corrective maintenance history in the manufacturing period of the sub assembly lot involved in this complaint was evaluated that could lead to this claim. Investigation conclusion: according to visual analysis of the sample photo, it can be seen that the needle is broken, confirming the client's report. It is noteworthy be noted that for a detailed analysis, the presence of the sample would be necessary. Root cause description: based on the results of the investigation so far, a root cause has not been determined for the defect of this complaint. Rationale: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that prior to use the bevel of needle was discovered to be defective with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: we found a peripheral intravenous catheter number 22, lot 9253645, with two bevel.